Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the monitor could not display the event log. The log files were sent for review. A review of the log files found many emergency backup battery (ebb) faults that were intermittent, not lasting long enough to trigger an alarm. It was recommended to try replacing the ebb and then to perform 5 power cable disconnects while waiting for each power cable disconnect to trigger an alarm. Additional information revealed the ebb was replaced but the ebb fault did not clear but the monitor event review did display events after performing the exchange. The event log file did show the ebb fault clear after the ebb was replaced but also showed the patient cable supply voltages are low so the ebb is unable to be charged correctly. Replacing the patient cable did not solve the issue so the controller was replaced. It noted that the controller swap resolved the unable to charge the ebb indication.

Manufacturer narrative:
Incidental findings: bent backup battery pin. Main investigation conclusion: the reported events of backup battery faults and the controller being unable to show the event log were confirmed. The heartmate 3 system controller (serial number: (B)(6) ) was returned for analysis and a log file was downloaded for review. A review of the submitted log files showed events spanning 3 days (01jan2000, 01sep2021, 08sep2021 per timestamp). The events recorded on 08sep2021 were recorded in the test labs at abbott. Events recorded on 01jan2000 were captured when the clock was not set; therefore, the exact dates and times of the event were unable to be accurately recorded. The rsoc and bus voltages were measured to be lower the expected 14v while connected to the power module on 01sep2021 from 14:31:09 - 16:18:22. The voltage rsoc and bus was measured to be as low as ~12.7v. Backup battery faults associated with backup battery circuit and backup battery unable to charge were active on 01sep2021 from 14:31:09 - 15:12:26. These alarms did not last long enough to activate any alarms and cleared shortly after activating. The backup battery was unable to charge due to the low rsoc and bus voltages. On 01sep2021 at 16:26:44, the driveline was disconnected and the controller was shut off at 16:27:52. There were no other notable alarms active in the log file. Additional log files were submitted for review and contained overlapping events spanning approximately 1 day (01sep2021 from 02:33:54 ¿ 14:07:46 per timestamps). The rsoc and bus voltages were measured to be lower the expected 14v while connected to the power module on 01sep2021 from 02:33:54 - 14:07:46. The rsoc and bus voltages were measured to be as low as ~11v. Backup battery faults associated with backup battery circuit faults and backup battery unable to charge were active on 01sep2021 from 02:33:54 - 14:07:46 due to low rsoc and bus voltages. Backup battery memory tag faults were recorded on 01sep2021 at 13:12:56 and 14:07:35. All backup battery faults did not last long enough to trigger any alarms. Atypical power cable disconnect alarms were active on 01sep2021 on 13:16:02 - 13:17:27, and 14:03:29 - 14:04:36. These alarms occurred on both power cables and did not occur during power source exchanges. The alarms cleared shortly after activating. There were no other notable alarms active in the log files. Pump operation was not affected. The system controller underwent preliminary and functional testing and did not pass. The power cables were measured to have increased resistances and after burn-in testing, power cable disconnect alarms and backup battery fault alarms were active; however, the controller was able to support a mock loop. Additionally, the controller was unable to display the event history on the system monitor. Upon further investigation, the controller underwent hi-pot testing and passed; however, during continuity testing, both power cables were measured to have very high resistances on the wires. The power cable was swapped with a test power cable and the controller was able to operate as intended and was able to show the event history. The original power cables were cut open to inspect the condition of the conductors. No cuts or damage to the conductors were found. Additionally, the wire fatigue can be contributed to the communication issue between the controller and the system monitors as replacing the power cables with test cables resulted in all alarms and communication issues to be resolved. The root causes of the reported events were conclusively determined to be due to extensive wire fatigue. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery fault alarms. Heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use and inspecting the system controller power cables for damage. Heartmate iii instructions for use, rev. C, section 2 entitled ¿system operations¿ and heartmate iii patient handbook, rev. C, section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(6) ) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 20apr2018. No further information was provided. The manufacturer is closing the file on this event.